Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. The customer alleged that the pump was not delivering insulin. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER 3 hours later with customer "feeling better" (bg 205 mg/dl).